Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported by the patient that they were hospitalized for a high blood glucose level. The level at the time of the hospitalizations was above 300mg/dl. Trouble shooting was conducted and we explained the possible reasons for a high blood glucose level to the patient. The device is not being returned. No further information available.